Event description:
It was reported that the pneumatic hose of the maestro drill was leaking at the user facility. There were no adverse consequences or delay in the procedure alleged with this event.

Manufacturer narrative:
Device investigation was performed and a tear in the pneumatic hose was confirmed.